Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose rose to 20.9 mmol/l (376.2 mg/dl) while wearing the pod less than one hour, on the infusion site (unspecified). It was reported that the felt the cannula pinch the skin and the pink slide did not move forward, indicating a needle mechanism failure. Upon removal of the pod, the cannula was visible and appeared normal.